Event description:
It was reported that the patient was not getting any pain relief due to migration. The patient underwent revision procedure wherein a new lead was added. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7108534.